Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received no motor movement or negligible movement and retries to free a stuck motor failed alarm. The customer¿s blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer was not able to complete insulin pump rewind. Customer troubleshooting was performed. Customer was advised to that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.